Event description:
It was reported the system is producing an intermittent error 6 during the procedure and the system will sometimes require the dr. To do the pre-run test again even though the standby light never engages. The case was completed still using the system with no patient consequence.